Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the patient was being transferred between two areas, when the staff noticed that the patient was no longer ventilating-end tidal co2 was not being recorded. The staff, as a result manually ventilated the patient until the end tidal co2 reappeared-which was straightforward. They rebooted the ventilator and put the patient back on it and successfully transferred the patient. The patient was unharmed.

Event description:
It was reported that the patient was being transferred between two areas, when the staff noticed that the patient was no longer ventilating-end tidal co2 was not being recorded. The staff, as a result manually ventilated the patient until the end tidal co2 reappeared-which was straightforward. They rebooted the ventilator and put the patient back on it and successfully transferred the patient. The patient was unharmed.

Manufacturer narrative:
The investigation was based on the reported event incl. Photos provided and log of the affected oxylog 3000plus device. Furthermore, the device was examined onsite by dräger service technician. During onsite investigation no actual faults with the device¿s ability to ventilate could be detected but damage to both the front and rear housing were visible. According to the log analysis, there were hints of a stenosis or a blockage within the breathing hose system. A brief switch to spn-CPAP mode may have occurred to relieve the stenosis, which could explain the sudden stop in ventilation¿particularly if the patient was not breathing spontaneously. In the case of a stenosis, the device would trigger a '!!! Paw high' or ' continuous high pressure' alarm or similar. However, this cannot be evaluated because earlier parts of the logs been overwritten. Therefore, it is not possible to determine a specific root cause for the reported event. No patient health consequences have been reported. In case of a technical problem (e.g. "Device stopped ventilating") the device alarms visually and acoustically. Potentially the ventilation is not sufficient anymore. In this case, an alternative independent ventilation device has to be used instantly, as described in the IFU. The device was inspected in accordance with manufacturer specs and passed all checks. External damages have been repaired. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.